Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, the patient's pacemaker was found in backup vvi mode. The cause of the backup vvi could not be confirmed, however, the device was reprogrammed and successfully restored to acceptable parameters. The patient was stable.